Event description:
A user facility reported that the 3m¿ ranger¿ blood/fluid warming high flow set experienced a leak at the luer connection during use. The connections were reportedly properly tightened during setup. However, one of the screw caps loosened during administration of the third blood bag, resulting in fluid leakage. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to determine root cause without the sample. Based on the problem description, a likely cause is a leur connection leak. Luer connection leaks can be caused by over-tightening, failure to tighten luer connections, crossthreading of luer connection, and over pressurization of the ranger system. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.